Event description:
In 2001, the catheter was noted to be fractured. There were a number of attempts at removal, but there was some difficulty. The majority of catheter fragments were removed, however, a 3 cm fragment severed off during removal and lodge in the right lower lobe of the pulmonary artery. Further attempts at removal were unsuccessful.